Event description:
The biomedical engineer (bme) reported the central nurse's station (cns) was displaying a "network disconnect" message and was not able to get into the software and stated they had another cns doing the same thing. They are both connected the same server in the closet.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the central nurse's station (cns) was displaying a "network disconnect" message and was not able to get into the software. They stated there was another cns doing the same thing. They were both connected the same server in the closet. Nihon kohden technical support (nk ts) explained that the error means it was not detecting the cns connected to a switch / server and the software would not start. They could not get into the server room because it controls it, so they could not tell what server / switch it was connected to. No patient harm or injury was reported. Investigation summary: as the device was not returned for evaluation, a root cause cannot be determined. On-site support was sent to the customer in which the issue was resolved without any changes to the system. Nk engineers believed that the issue may be related to bad data packets flowing into the affected devices. As such, the root cause is likely related to the hospital's network environment. The customer had not reported any further issues following the on-site visit, the issue is most likely resolved. Complaint history review of the customer's site does not reveal any additional occurrences. The devices were found to be working as intended following the on-site visit and the issue is likely related to the customer's network environment.

Manufacturer narrative:
The biomedical engineer (bme) reported the central nurse's station (cns) was displaying a "network disconnect" message, but was not able to get into the software, and stated they had another cns doing the same thing. They are both going into the same server in the closet. Nihon kohden technical support (tech support) explained to them that error means it is not detecting the cns being connected into a switch / server, and the software would not start. They cannot get into the server room because it controls it, so they could not tell what server / switch it was connected to. They know there are no activity lights on the server, so it sounds like it may not me powered on, or functioning correctly. Technical support advised to get into the server room, and check the power to the server. It does not appear to be an allied switch because the biomed said these 2 cns stations have a dedicated server. If the server is powered on but no activity lights, technical support advised them to provide technical support the ip off that server or a name, so nihon kohden computer information technology systems support (cits) can log in to see what was going on with the server. On 08/21 cits checked the servers and could see the cns in question and could ping them. They are showing up in the host table. The customer reported that they have 2 central nurse's stations (cns) and 5 remote network stations (rns) in the rnicu and associated scn are having two issues: "network service disconnect" window error on cns, and an unnamed memory based windows error on the rns. There appears to be some network related issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: bedside monitors and 5 remote network stations were being used in conjunction with the cns, but model and serial number information was not provided.

Event description:
The biomedical engineer (bme) reported the central nurse's station (cns) was displaying a "network disconnect" message, was not able to get into the software, and stated they had another cns doing the same thing. They are both going into the same server in the closet. Nihon kohden technical support (tech support) explained to them that error means it is not detecting the cns being connected into a switch / server, and the software would not start. They cannot get into the server room because it controls it, so they could not tell what server / switch it was connected to. They know there are no activity lights on the server, so it sounds like it may not me powered on ,or functioning correctly. Technical support advised to get into the server room, and check the power to the server. It does not appear to be an allied switch because the biomed said these 2 cns stations have a dedicated server. If the server is powered on but no activity lights, technical support advised them to provide technical support the ip off that server or a name, so nihon kohden computer information technology systems support (cits) can log in to see what was going on with the server. On 08/21 cits checked the servers, could see the cns in question and could ping them. They are showing up in the host table. The customer reported that they have 2 central nurse's stations (cns) and 5 remote network stations (rns) in the rnicu, and associated scn are having two issues: "network service disconnect" window error on cns, and an unnamed memory based windows error on the rns. There appears to be some network related issue. No patient harm reported.